Manufacturer narrative:
Provider states the alleged incident was user error and there was no issue with the chair.

Event description:
Alleges the consumer was leaving school for dismissal when another student stopped in front of her. Consumer took her hand off of the joystick but the chair allegedly kept going allegedly running over a teachers foot causing her to fall and hit her head.

Event description:
Alleges the consumer was leaving school for dismissal when another student stopped in front of her. Consumer took her hand off of the joystick but the chair allegedly kept going allegedly running over a teachers foot causing her to fall and hit her head.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.